Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the backup battery. The device is back in service.

Event description:
Customer reported the backup battery test did not pass. The customer reported that the device was not in clinical use at the time the issue was discovered.